Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Visual inspection found the device was in good condition. Service history review identified that the device's last serviced was not within the review period, nor related to the reported issue. The reported issue was verified by functional testing. The root cause of the problem was a defective motor. The motor was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 1871. There was no patient involvement, no patient injury was reported.